Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/27/2015 with the following findings: evaluation revealed that the display screen was dim and discolored. A visual inspection of the pump revealed that the battery compartment was cracked and the top of the battery cap was worn. The battery cap was able to tighten securely to the pump. Unrelated to these issues, testing revealed the time and date reset to default settings. The pump was opened and evaluation revealed the internal clock battery on the circuit board had failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. Evaluation also revealed that the battery compartment was cracked and the top of the battery cap was worn. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 05/27/2015.